Manufacturer narrative:
The console or components were not returned for analysis; however, the console was evaluated by a field service engineer (fse) at the customer site. Upon investigation of this device, it was recommended the replacement of the laser rod and the optic bricks/cavities to resolve the issue. Based on this information the reported allegation was confirmed. The malfunction found could have affected the device performance leading to the event experienced by the customer. A risk review was completed and confirmed that the event of low power is defined in the risk documentation. Since an expected or random component failure was identified without any design or manufacturing issue, the investigation conclusion code selected for this complaint is cause traced to component failure.

Event description:
It was reported that during maintenance, found that the energy was 70% of the normal value, there were bad points in the first laser rod, the low end of the fourth channel was 51 and the energy of the third laser cavity was low. There were no patient or procedure was involved.

Event description:
It was reported that during maintenance, found that the energy was 70% of the normal value, there were bad points in the first laser rod, the low end of the fourth channel was 51 and the energy of the third laser cavity was low. There were no patient or procedure was involved.